Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unable to perform displacement test due to display anomaly.

Event description:
The customer reported via phone call that insulin pump had lcd screen of the pump was damaged. The blood glucose at the time of the incident was 256 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.